Event description:
A report was received that the patient's ipg had migrated and was sitting uncomfortably over the patient's spine which caused significant pain. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg had migrated causing significant pain. The patient underwent a revision procedure wherein the ipg was relocated.